Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the footboard snapped in half. It is unk if there was pt involvement or if there were adverse consequences to report.